Event description:
It was reported that a patient underwent an unspecified breast surgery with 575cc mentor memorygel breast implants. Post-operatively, the patient experienced double-bubble deformity bilaterally as well as bilateral bottoming out of her implants, which was confirmed by a medical professional. As result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2024. During removal surgery, it was discovered that the patient¿s right prosthesis was ruptured. There were no reported patient consequences or procedural delays due to the rupture discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2024-05262 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity, device migration, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 08, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).